Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was not on a patient. The clinical engineer from the biomed department called the clinical support specialist (css) to request a field service representative check the pump. The pump was sent from the operating room. The clinical engineer stated that "she is receiving battery alarms and she feels the battery is no good." The css informed the clinical engineer that a field service representative would contact her.